Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was called into clinic following what appeared to be right atrial under and oversensing on a weekly electrocardiogram. The device was interrogated at which time numerous stored episodes of noise were observed in addition to noise on the real-time electrogram (egm) for both the right atrial (ra) lead and right ventricular (rv) lead. The noise was reproducible with manipulation of the device pocket and pace impedance measurements greater than 2,000 ohms were observed on both leads in bipolar configuration. An x-ray was obtained showing both insulation damage and fracture near the clavicle. The device was reprogrammed to unipolar and normal measurements were observed though testing was able to elicit myopotential noise on the ra lead. The patient was discharged home as they are not pacemaker dependent and experienced no reported adverse effects or symptoms and scheduled for follow-up in several weeks.